Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check one week post-implant. Device exhibited non-sustained ventricular oversensing due to possible myopotential oversensing. The oversensing was not reproducible with isometric testing or pocket manipulation. Programming changes were made. Patient will continue to be monitored via merlin.net

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.